Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that episodes classified as supra ventricular tachycardia (svt) demonstrated waveforms that appeared to be ventricular tachycardia (vt). The cardiac resynchronization therapy defibrillator's (crt-d) feature which discriminates between svt and true ventricular tachyarrhythmias inappropriately withheld therapy. All svt episodes did ultimately transition to vt appropriately. The treated episodes were successfully terminated with anti-tachycardia pacing. The device remains in use. No further patient complications have been reported as a result of this event.